Manufacturer narrative:
Clinical evaluation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler or liberty cycler set. Although the patient experienced three cassette leaks prior to the start of pd therapy, the patient was not connected at the time that the leaks occurred. The cultures resulted positive for gram-negative bacilli for which the bacteria are a normal component of human colonic microbiota as well as intestinal pathogens. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the available information and the report that the cassette leaks occurred prior to the patient connecting to pd treatment, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A caretaker of a peritoneal dialysis (pd) patient reported that the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The caretaker contacted the dialysis clinic on (B)(6) 2022 with reports of the patient having a poor appetite. The caretaker denied fever, abdominal pain, and cloudy pd fluid. On (B)(6) 2022, the caretaker contacted the clinic again and stated the patient had severe abdominal pain and had fainted from the pain. The pdrn advised the caretaker to bring the patient to the clinic; however, 911 had been initiated and the patient was transported to the hospital. The caretaker also mentioned that the pd effluent was now cloudy with sediment. At the hospital the patient was admitted with a diagnosis of peritonitis. Pd cultures were obtained. The culture resulted positive for gram-negative bacilli (unspecified) and the white cell count was 662. The patient¿s antibiotic therapy is unknown. The patient is still hospitalized and is still experiencing severe abdominal pain for which morphine was prescribed. The cause of the peritonitis has not been confirmed; however, the pdrn did report the patient experienced three cassette leaks prior to the initiation of treatment on (B)(6) 2022. The patient was not connected for treatment at the time the cassette leaks occurred. No further information was provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for a visual inspection of the returned cycler exterior showed no sign of physical damage. An (as-received) simulated treatment was performed and completed without failures. The system air leak test passed. The valve actuation test passed. There were no visual discrepancies found during the internal inspection of the returned cycler.in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A caretaker of a peritoneal dialysis (pd) patient reported that the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The caretaker contacted the dialysis clinic on (B)(6) 2022 with reports of the patient having a poor appetite. The caretaker denied fever, abdominal pain, and cloudy pd fluid. On (B)(6) 2022, the caretaker contacted the clinic again and stated the patient had severe abdominal pain and had fainted from the pain. The pdrn advised the caretaker to bring the patient to the clinic; however, 911 had been initiated and the patient was transported to the hospital. The caretaker also mentioned that the pd effluent was now cloudy with sediment. At the hospital the patient was admitted with a diagnosis of peritonitis. Pd cultures were obtained. The culture resulted positive for gram-negative bacilli (unspecified) and the white cell count was 662. The patient¿s antibiotic therapy is unknown. The patient is still hospitalized and is still experiencing severe abdominal pain for which morphine was prescribed. The cause of the peritonitis has not been confirmed; however, the pdrn did report the patient experienced three cassette leaks prior to the initiation of treatment on (B)(6) 2022. The patient was not connected for treatment at the time the cassette leaks occurred. No further information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A caretaker of a peritoneal dialysis (pd) patient reported that the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The caretaker contacted the dialysis clinic on (B)(6) 2022 with reports of the patient having a poor appetite. The caretaker denied fever, abdominal pain, and cloudy pd fluid. On 12/aug/2022, the caretaker contacted the clinic again and stated the patient had severe abdominal pain and had fainted from the pain. The pdrn advised the caretaker to bring the patient to the clinic; however, 911 had been initiated and the patient was transported to the hospital. The caretaker also mentioned that the pd effluent was now cloudy with sediment. At the hospital the patient was admitted with a diagnosis of peritonitis. Pd cultures were obtained. The culture resulted positive for gram-negative bacilli (unspecified) and the white cell count was 662. The patient¿s antibiotic therapy is unknown. The patient is still hospitalized and is still experiencing severe abdominal pain for which morphine was prescribed. The cause of the peritonitis has not been confirmed; however, the pdrn did report the patient experienced three cassette leaks prior to the initiation of treatment on (B)(6) 2022. The patient was not connected for treatment at the time the cassette leaks occurred. No further information was provided.